Event description:
This article discusses the results of a retrospective clinical audit of the first 100 cases of transcatheter aortic valve replacement (tavr) performed using the unilateral femoral access technique with ipsilateral superficial femoral artery (isfa) as secondary access. The article concludes that the total unilateral approach using isfa is safe, effective and shortens the time to address main access complications, providing ergonomic advantages for operators and enhancing patient comfort. The procedures were performed between february 2022 and january 2023. Of the 100 cases, the pre-close technique, using the proglide device, was done in 42 cases. In seven of these cases an additional non-abbott device was used to achieve hemostasis. An unrelated death occurred from a fall in the ward, which resulted in a subdural hematoma. The following adverse effects were mentioned to be related to the use of proglide devices: bleeding, pseudoaneurysm, and stenosis. Treatment included: blood transfusion, additional closure devices, balloon and stenting, manual compression, and treatment with medication. Specific patient information is documented as unknown. Details are listed in the attached article, "transcatheter aortic valve replacement: full unilateral access using the ipsilateral superficial femoral artery is effective."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated d4 - primary UDI number: the UDI is not known as the part and lot number were not provided. Attachment article titled: "transcatheter aortic valve replacement: full unilateral access using the ipsilateral superficial femoral artery is effective."

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of hematoma, pseudoaneurysm, stenosis and hemorrhage are listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of hematoma, pseudoaneurysm, stenosis and hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A death was reported unrelated to the reported adverse patient effects. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.